Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 22-feb-2018. This spontaneous case was reported by an other health professional and describes the occurrence of metrorrhagia ("metrorrhagia") and endometrial hypertrophy ("pelvic ultrasound showed thickening of endometrium leading to suspicion of hypertrophy") in a (B)(6)female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "filaments originated from ostia: on right a knot of threads" on (B)(6) 2017. The patient's past medical history included vaginal delivery. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required) and endometrial hypertrophy (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device dislocation ("filaments originated from ostia: on left the filament was long"). The patient was treated with surgery (the patient was managed with hysteroscopy). At the time of the report, the metrorrhagia, endometrial hypertrophy and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation, endometrial hypertrophy and metrorrhagia with essure. The reporter commented: the patient consulted on (B)(6) 2017 for metrorrhagia. The patient was managed with hysteroscopy during which filaments were disclosed. Diagnostic results: pelvic ultrasound showed thickening of endometrium leading to suspicion of hypertrophy. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-feb-2018 for the following meddra preferred term: metrorrhagia¿ analysis in the global safety database revealed 48 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-feb-2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by an other health professional and describes the occurrence of metrorrhagia ("metrorrhagia") and endometrial hypertrophy ("pelvic ultrasound showed thickening of endometrium leading to suspicion of hypertrophy") in a 56-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "filaments originated from ostia: on right a knot of threads" on (B)(6) 2017. The patient's past medical history included gravida. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation ("filaments originated from ostia: on left the filament was long"). On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required) and endometrial hypertrophy (seriousness criterion medically significant). The patient was treated with surgery (the patient was managed with hysteroscopy) and surgery (the patient was managed with hysteroscopy). At the time of the report, the metrorrhagia, endometrial hypertrophy and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation, endometrial hypertrophy and metrorrhagia with essure. The reporter commented: the patient consulted on (B)(6) 2017 for metrorrhagia. The patient was managed with hysteroscopy during which filaments were disclosed. Diagnostic results: pelvic ultrasound showed thickening of endometrium leading to suspicion of hypertrophy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.